Manufacturer narrative:
Vyaire complaint number: (B)(4). A third party service technician evaluated the device and was unable to duplicate the reported issue. The suspect device/component passed all testing and met all specifications.

Event description:
It is reported to vyaire medical that the ltv 2150 ventilator experienced a low audible alarm. There was no information regarding patient involvement.